Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years ten months of post deployment, a computed tomography of the abdomen and pelvis without contrast revealed 8 o'clock and 9 o'clock struts appear to be perforated, seen outside of the cava measuring 7 and 8 mm respectively consistent with grade 2 relation to the cava. Other struts appear with a grade 1 relationship with the cava, likely caval tenting. Left-sided tilt measuring 38.96 degrees. Superior tip of the filter is 32.1 mm from the renal veins. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with high risk for deep vein thrombosis, and pulmonary embolism. Approximately four years and ten months, post filter deployment, it was alleged that the filter tilted, and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.